Event description:
New adhesive on dexcom g6 sensor causing suppurating rash. Starting in (B)(6) 2020 the adhesive on my dexcom g6 sensor began to cause a red, suppurating rash. Since I have to wear the sensor for 10 days at a time, by the end of the 10 days, the sensor is very itchy and painful. It takes several weeks for the rash to go away after the sensor is removed. This has been reported to dexcom, but no steps have been taken to correct it. FDA safety report ID# (B)(4).